Manufacturer narrative:
Unit received with battery issues and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery lasted only 4 days of the insulin pump. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.